Event description:
Received information stating the restore ins was on the verge of erupting through the pt's skin. It was replaced with the ultra ins to avoid further irritation. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.